Manufacturer narrative:
(B)(4). This is a report of a use error, improper disconnection and reconnection, which caused a low drain volume alarm with air in the line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a low drain volume alarm with air in the patient line of a homechoice cassette. This occurred during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was found that the patient disconnected without pressing stop then reconnected. The patient was to end the current therapy and continue therapy with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.